Manufacturer narrative:
Other, other text: b3: date of event, d1: brand name, d3: manufacturer name, city and state, d4: catalog number, lot number, expiration date, UDI number, g5: 510k and h4: device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's mother found ongoing leaking issues with the patient's trach. She has been able to extend the usage of most trachs by refilling them. It was also mentioned that she had complained to her doctor about the leaks back in january. Upon further investigation, it was discovered that the doctor had already requested the device replacement through a written prescription. No patient injury or adverse affects have been reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
Additional information received via email. Affected quantity updated from 3 to 4. The event occurred in the patient's home. Patient's mother had to do emergency trach change. No patient injury or clinical affects was reported.